Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 dialyzer. Approx thirty minutes into treatment pt experienced headache, dyspnea, and chest tightness. Treatment was discontinued and blood was returned to the pt with no reported blood loss. Treatment was administered an unreported amount of oxygen. Treatment was resumed with new disposables of a different membrane and completed without incident. Hcp reports pt has subsequently dialyzed with a different membrane without incident and pt's syndrome have resolved.